Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient incident.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the system error 105 caused by a seizing motor and a failed input/output printed circuit board. The failed motor assembly and input/output printed circuit board were replaced.